Event description:
It was reported that during a diagnostic anglogram using the brachial approach, due to difficulty in attempting access via femoral approach, it was noted on the 3rd and 4th injections of the left coronary system, that there appeared to be "ghosting" of the distal vessels. The physician had noted an unusual effect of both right and left catheters when attempting to cannulate the respective arteries. He noted that the arteries went into spasm upon intubation. He stated that the patient has a vertical heart and unusual anatomy. The patient did require electrical cardioversion from ventricular fibrillation during catheterization of the left system. He noted transient s-t elveation, but the patient did not have chest pain and vital signs remained stable. The physician did not fully appreciate that there was a left main dissection until review of films following the procedure. It was decided to place the patient on heparin and observe the patient in the ccu until the or was available, as the patient was stable. The patient underwent multivessel revascularization several hours later and has done reasonably well from a cardiac standpoint. The physician is unsure if the performance of the catheter had anything to do with the dissection. He feels that the patient substrate was probably a factor.